Manufacturer narrative:
(B)(4). PMA/510(k) # - k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported on (B)(6) 2018, an h30 laser and ureteroscope were used during a ureteroscopy (urs) procedure on the kidney. As reported, the cook® single-use holmium laser fiber was introduced in the beginning of the procedure, the laser fiber broke in 2 pieces. The procedure was stopped and a second fiber was used to finish the full procedure. No unintended section of the device was left in the patient¿s body. There were no additional procedures required and no adverse effects to the patient caused by this occurrence.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: attempts for return of the fiber were made and ups picked up the device from the site. However, the device was never received by cook ireland. Tracking history indicates the parcel was lost. An investigation is being conducted by ups to try and locate the package. A document based investigation has been performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, specifications, and trends. A review of the device history record found no non-conformances associated with the complaint device lot number 8585777. A search of complaint records revealed no other complaints associated with the complaint device lot 8585777. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The laser fiber was not returned due to a courier issue. The cause of the break is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. (B)(4).